Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage and could not be flushed. The following information was provided by the initial reporter: "unable to flush needle free valve. Obtained new needle-free valve."

Manufacturer narrative:
Investigation summary: one smartsite sample (model #2000e) and one 5ml bd syringe were returned by the customer. It was reported that they were unable to flush needle free valve. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then attempted to be flushed with water using the returned syringe. Next, the sample was attempted to be flushed with water using a 10ml bd syringe from our lab to confirm an open fluid path. The fluid path of the sample was open and was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20116998 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) (B)(4) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the ll vlv adpt(stand alone) had flow issues/blockage and could not be flushed. The following information was provided by the initial reporter: "unable to flush needle free valve. Obtained new needle-free valve."